Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed, adjust belt, and check pad messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, the ECG ¿c¿ and ¿d¿ cable was pulled out. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad message and the belt was damaged.